Manufacturer narrative:
H3 product analysis: drawing(s) referenced: n/a . As found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a bio-pouch; and within an opened pipeline flex inner pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. It was noted that the patient's vessel tortuosity was normal and the pipeline was not placed in a vessel bend. Which eliminate these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline device failed to open on the distal end, the distal end resembled a fish mouth, and distal braided wire appeared rough. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery and ophthalmic artery segment. The aneurysm dimensions had a max diameter of 4mm, a 3.5mm neck diameter, a landing zone or artery size of 3.2mm distally and 3.8mm proximally. It was noted the patient's vessel tortuosity was normal. It was asked, but unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed that blood flow was unobstructed with normal velocity. It was reported that during treatment of the aneurysm, after the microcatheter was positioned the dense mesh stent was delivered smoothly. When withdrawing the microcatheter to deploy the stent, it was observed that the distal end of the stent did not open. It was recaptured and redeployed, but the distal end of the stent still failed to open properly. Fluoroscopy showed an abnormal shape at the distal end, with the opening resembling a fish mouth. The stent was suspected to have been damage, and it was removed from the patient's body. The distal braided wire of the stent appeared rough. The microcatheter was then repositioned. Another ped-400-20 was delivered and deployed successfully and the procedure was completed. There were no other additional steps or other devices required to open the pipeline. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was re-sheathed less than or equal to 2 times. The pipeline was re-sheathed and removed with the microcatheter. The pipeline was not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 8f guide catheter, a marksman fa-55150-1030 229570593, and a synchro 14 (non-medtronic device) guidewire.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was not determined. It was clarified that the braided wire lifted, and there was no resistance to the pipeline stent or catheter. The 8f guiding catheter used was non-medtronic (codis) device.